Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultralink meter was reading inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began at an unknown date/time prior to contacting lfs. The patient reported blood glucose readings of "354 and 256 mg/dl" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. The patient claimed he manages his diabetes with an insulin pump. Due to the alleged issue, the patient indicated he administered an unspecified type and dose of insulin. An hour later, the patient indicated he began to feel shaky that he had take 12 glucose tablets orally to bring his blood sugar back up. At the time of the alleged issue, the patient denied testing on any other blood glucose device. At the time of troubleshooting, the cca noted the subject meter's unit of measure was set correctly and the results obtained were from the same approved sample site; however the patient's process for testing was incorrect because he was touching the test strip with his finger. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained inaccurate readings on the subject meter, administered treatment based on the alleged results, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.